Event description:
It was reported that the one of the universal oscillating saw attachment hub pins was broken. Additional clinical information stated the reported event was noted during re-assembly of equipment in the central processing department. The device was not in patient use at the time of the reported event and alternate product was not immediately required.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. A visual inspection of the device observed that one of the eight pins was no longer attached to the mounted drive shaft. Evaluation of the device determined that the test blade could be mounted and locked to the remaining pins. The locking mechanism fully opened and closed the locking cap.